Event description:
It was reported the patient underwent removal of the device system due to infection. The patient experienced redness around the implant site and purulent discharge. The patient recovered without sequela. A new system is planned to be implanted in the future.